Event description:
According to the patients niece, the machine kept shutting down and would not hold charge. She reported that the patient could not breath well and had to be taken to hospital by her home health aid. She stated that the patient experienced a decline in health. She also reported that the patient had increased shortness of breath because the unit kept shutting off and would not hold charge. The patients niece also stated that there were audio and visual alarms at the time of the event. This event occurred while the patient was traveling so she did not have an alternative oxygen supply. The patient is doing okay. However her health continues to decline as she suffers with chronic chf and has increased fluid build up. She did receive a replacement unit in 1-2 days.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.